Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the door latch of a flo-gard infusion pump was missing. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and an alarm log review was performed. The alarm log review noted nothing unusual. Visual inspection identified a broken/cracked door latch. The cause was undetermined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To address this condition, the door latch and door assembly were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.